Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device is in a permanent reboot loop. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone: (B)(6).

Event description:
It was reported the device automatically changed to service mode and requested the service password. No service password was saved so that any password could be entered. Device now in permanent reboot loop. Device not operational. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.